Event description:
Provider states the left wheel tire is coming loose from the rim and coming off the rim.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.